Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was depleting prematurely. Data was sent for a technical services evaluation, as the device remains implanted and in service. No resulting adverse patient effects were reported. Technical services stated the reason for the increase in battery consumption was due to high atrial rates.